Manufacturer narrative:
A partial lead was returned in two segments for analysis. Upon receipt, the lead tip was bent and insulation between the rv shock coil and sensing electrode was worn due to the bend.

Event description:
Additional information noted that it was possible the device delivered inappropriate shock therapy.

Event description:
It was reported that the lead was fractured. Noise, loss of capture, and a severe bend in the lead tip were noted. The stylet could not be inserted into the connector. The lead was explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.